Event description:
The facility stated a collamer lens model cc4304bf had a red dot on the optic. It was indicated that the lens was received in this condition. The lens was not implanted, and there was no patient contact. The model and lot numbers of the cartridge and injector are unk.